Manufacturer narrative:
(B)(4). Batch # p57g4z. Product investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: the device was used for a right hemi colectomy. It was used by the registrar and not the surgeon. There was no impact to the patient. After the device failed they opened another and it worked perfectly fine. It was agreed that it was probably user error but we would run the necessary tests to check the device. Additional information was requested and the following was obtained: can you please clarify what the alleged issue was with the ats45 device? The device would not fire completely so the surgeon was unable to get the staple and cut for the full length of the cartridge. They opened another ats45 and did not have this issue.

Event description:
It was reported that during an unknown procedure, just received a product complaint for the device. There were no patient consequences reported.